Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the patient needed a balloon catheter for an extensive anterior wall myocardial infarction, opened the package and found that the anterior portion of the puncture sheath was torn, replaced it with another puncture sheath, placed it in the patient and found that the anterior portion of the balloon could not be filled properly, and manually filled it until the balloon opened". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-00988.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient needed a balloon catheter for an extensive anterior wall myocardial infarction, opened the package and found that the anterior portion of the puncture sheath was torn, replaced it with another puncture sheath, placed it in the patient and found that the anterior portion of the balloon could not be filled properly, and manually filled it until the balloon opened". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#:3010532612-2024-00988.